Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation wires in the electrode belt ECG "c&d" cable were broken. The root cause for broken wires could not be positively identified. There is no indication that the broken wires caused or contributed to the patient's passing as the device was able to detect and treat vt/vf rhythm on the date of passing. The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on 8/26/2024 while reportedly wearing the lifevest. The patient received four appropriate treatments, an inappropriate treatment, and two non-lifevest defibrillations. The device was started up at 00:04:02 on (B)(6) 2024. At 00:37:18 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm with bbb, pac¿s, and pvc¿s. The rhythm then degrades to vt @ 260 bpm. At 00:37:55, the patient received the first appropriate treatment. Rhythm at time of treatment was vt @ 260 bpm. Post shock rhythm was vt @ 260 bpm. At 00:38:29, the patient received the second appropriate treatment. Rhythm at time of treatment was vt @ 280 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with bbb and motion artifact. At 07:37:50, an arrhythmia was detected. ECG shows vf. At 07:38:21, the patient received the third appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus rhythm @ 70 bpm with pac¿s. At 07:42:15, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vt @ 280 bpm. Post shock rhythm was af @ 100 bpm with pac¿s and pvc¿s. At 07:43:16, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vt @ 240 bpm. At 07:43:34, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf. Post shock rhythm was sinus rhythm @ 80 bpm with pac¿s. At 07:43:48, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and nsvt contributed to the false detection. Rhythm at time of treatment was sinus rhythm @ 80 bpm with pac¿s. Post shock rhythm was sinus rhythm @ 80 bpm with pac¿s and pvc¿s. The electrode belt was disconnected at 08:10:21 on (B)(6) 2024.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received an four appropriate treatments, an inappropriate treatment, and two non-lifevest defibrillations. The device was started up at 00:04:02 on (B)(6) 2024. At 00:37:18 on (B)(6) 2024, an arrhythmia was detected. ECG shows sinus rhythm @ 70 bpm with bbb, pac¿s, and pvc¿s. The rhythm then degrades to vt @ 260 bpm. At 00:37:55, the patient received the first appropriate treatment. Rhythm at time of treatment was vt @ 260 bpm. Post shock rhythm was vt @ 260 bpm. At 00:38:29, the patient received the second appropriate treatment. Rhythm at time of treatment was vt @ 280 bpm. Post shock rhythm was sinus rhythm @ 60 bpm with bbb and motion artifact. At 07:37:50, an arrhythmia was detected. ECG shows vf. At 07:38:21, the patient received the third appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was sinus rhythm @ 70 bpm with pac¿s. At 07:42:15, the patient received the first non-lifevest defibrillation. Rhythm at time of treatment was vt @ 280 bpm. Post shock rhythm was af @ 100 bpm with pac¿s and pvc¿s. At 07:43:16, the patient received the fourth appropriate treatment. Rhythm at time of treatment was vf. Post shock rhythm was vt @ 240 bpm. At 07:43:34, the patient received the second non-lifevest defibrillation. Rhythm at time of treatment was vf. Post shock rhythm was sinus rhythm @ 80 bpm with pac¿s. At 07:43:48, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and nsvt contributed to the false detection. Rhythm at time of treatment was sinus rhythm @ 80 bpm with pac¿s. Post shock rhythm was sinus rhythm @ 80 bpm with pac¿s and pvc¿s. The electrode belt was disconnected at 08:10:21 on (B)(6) 2024.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.